Manufacturer narrative:
A siemens healthcare technical service engineer (tse) evaluated the instrument data, the tse concluded that the cause of discrepant 3rd generation psa results were due to a bubble in the diluent tube. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Several discordant low immulite 2500 3rd generation psa results were obtained with one patient sample. The sample was run 15 times neat and with x5, x20, x40 and x100 dilutions. The result reported to the physician was an average of the repeat test results. Patient treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant 3rd generation psa results.